Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's nurse reported via phone call that customer was hospitalized due to high blood glucose on (B)(6) 2021. Customer also had high ketones. The customer was wearing the insulin pump within 48 hours to the ketones being present. The insulin pump not being rewound and primed prior to connecting. Insulin pump was passed to self test. Customer was not in auto mode at the time of hospitalization. No further details given. Insulin pump will not be returned for analysis.